Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for son via phone call that insulin pump had blank display. Blood glucose was 200 mg/dl. Customer reported that display is blank. Customer reported that insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that the display was not blank less than 30 seconds. Customer stated that display is blank currently. Customer stated that insert battery alarm displayed on the insulin pump screen. The customer was assisted with troubleshooting and the display was return. Customer reported that the screen is really dim and the screen keeps going in and out. Customer declines to continue troubleshoot stated that she does not trust this insulin pump it keeps dimming out and going blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank-flashing white lcd anomaly, however unit received with blank steady white display due severe corrosion on all electronic assemblies. Unable to verify off no power anomaly due to solid white display. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on battery tube area, cracked battery tube threads, partially broken off reservoir tube lip, missing retainer, missing reservoir tube o-ring, slightly faded serial number label, peeling end cap address label, moisture damage on motor home switch and moisture damage on force sensor assembly.